Event description:
It was reported that a cartridge in the pump chamber was leaking, which interrupted insulin delivery and resulted in persistent hyperglycemia despite a subcutaneous insulin pen dose and temporary pump disconnection; the user performed a full supply change and successfully resumed insulin delivery. Symptoms included elevated blood glucose readings, nausea, and small ketones. Outcomes included user self-management with hydration, ketone monitoring, and continued glucose monitoring, without hospitalization. Investigation included troubleshooting by guiding a supply change and arranging to associate the pump with the user¿s account for device tracking. Investigation of this case revealed a leaking cartridge consistent with a product performance issue affecting the cartridge component and insulin delivery pathway. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the cartridge leading to underdelivery of insulin.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.